Manufacturer narrative:
E1: phone: (B)(6) h3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a zenith flex with spiral-z technology aaa endovascular graft iliac leg graft appeared to be short during the endovascular aortic repair (evar) procedure. Planning for procedure was completed by the clinician and the cook sales representative. For the procedure, the following devices were planned: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt) zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt), placed on the left. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-90-zt) placed on the right, zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) placed on the right. The 76-year-old male patient underwent an evar procedure on (B)(6)2025. A zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt) was introduced from the left and implanted. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-90-zt) was placed on the patient¿s right. It was reported that the device measured a total length of 90 mm (60 mm of useful length) and not the 112 mm as expected. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) was used to extend the seal zone on the right. It was reported that the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) also appeared short, with a useful length of 53 mm. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt) was implanted on the patient¿s left. This was despite the fact that a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) was planned. The physician wanted to use the longer length device (rpn: zsle-13-90-zt) to make sure he had the necessary 6 cm of sealing on the left side. The physician did not want to take the risk of being short on the left side. A competitor¿s balloon expandable stent was placed. A competitor¿s vascular ballon was also used in the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The subject of this report is the reported shortened zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) placed on the right. Additional instances of graft shortening have been captured in reports with patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b7 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation cook was notified that a zenith flex with spiral-z technology aaa endovascular graft iliac leg graft appeared to be short during the endovascular aortic repair (evar) procedure. Planning for procedure was completed by the clinician and the cook sales representative. For the procedure, the following devices were planned: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt) zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt), placed on the left. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-90-zt) placed on the right. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) placed on the right. The 76-year-old male patient underwent an evar procedure on (B)(6) 2025. A zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-82-zt) was introduced from the left and implanted. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-90-zt) was placed on the patient¿s right. It was reported that the device measured a total length of 90 mm (60 mm of useful length) and not the 112 mm as expected. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) was used to extend the seal zone on the right. It was reported that the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) also appeared short, with a useful length of 53 mm. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-90-zt) was implanted on the patient¿s left. This was despite the fact that a zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) was planned. The physician wanted to use the longer length device (rpn: zsle-13-90-zt) to make sure he had the necessary 6 cm of sealing on the left side. The physician did not want to take the risk of being short on the left side. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The subject of this report is the reported shortened zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) placed on the right. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. It should be noted that this device is supplied via a one-device lot. A complaint history search did not identify any other events for this lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions 4.2 patient selection, treatment and follow-up ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. ¿ all lengths and diameters of the devices necessary to complete the procedure should be available to the physician, especially when preoperative case planning measurements (treatments diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. 4.3 pre-procedure measurement techniques and imaging lengths utilizing CT, length measurements should be determined to accurately assess length as well as planning zenith alpha spiral-z endovascular leg components. These reconstructions should be performed in sagittal, coronal, and 3-d. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith alpha spiral-z aaa iliac leg and assure and accurate apposition to the vessel wall. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. ¿ as the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. 5.2 potential adverse events ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; peri graft flow; and corrosion 7.1 individualization of treatment cook recommends that the zenith alpha spiral-z endovascular leg diameters be selected as describes in table 9.5.1. All lengths and diameters of the devices necessary to complete the procedure should be available to the physician to the physician, especially when preoperative case planning measurements (treatment diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. ¿ patient¿s anatomical suitability for endovascular repair ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories with a delivery profile of 12 fr to 14 fr 9 how supplied ¿ store in a cool, dry place. 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return it to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. 11 directions for use ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 11.1.4 contralateral iliac leg placement and deployment 4. Confirm position of the distal end of the contralateral iliac leg graft. Reposition the contralateral iliac leg graft if necessary to ensure both internal iliac patency and minimum overlap of 2 stents (16 mm) within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 5. Under fluoroscopy and after verification of iliac leg graft position, loosen pin vise, retract inner cannula to dock tapered dilator to gray positioner. Tighten pin vise. Maintain main body sheath position while withdrawing the iliac leg sheath and gray positioner with secured inner cannula. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Imaging provided for the investigation and was reviewed by a physician. The image reviewer indicated: ¿1. A preoperative CT scan and intraoperative angiography images are provided for review along with the complaint report. 2. The preop CT, dated (B)(6) 2024, is reviewed. 3. There is a large infrarenal aaa with a maximum diameter of 61 mm. 4. The proximal neck has reverse tapered anatomy with a diameter of 22 x 23 mm at the lra and 24 x 27 mm at 15 mm below the lra, representing a 13% diameter increase. 5. There is diffuse severe calcification throughout the aorto-iliac segment with no significant tortuosity. 6. The right cia is heavily calcified with a proximal diameter of 8 x 9 mm. There is severe calcified stenosis in the proximal segment with a minimal lumen diameter of 4 mm. The mid to distal segment is calcified and the distal diameter is 10 mm with a lumen diameter of 6 mm. 7. The total length of the right cia is 63 mm. 8. The left cia has diffuse calcification with a proximal diameter of 13 x 14 mm. There is severe calcified stenosis at the mid segment with a minimum lumen diameter of 3 mm. 9. The distal cia diameter is 9 x 10 mm with a total length of 54 mm. 10. Multiple still images from the angiography procedure, dated (B)(6) 2025, are reviewed. 11. The 1st image shows both right zsle legs implanted with a marker catheter partially within the distal leg. The estimated working length (sealing stent to distal leg) is 65 mm based on the marker catheter. 12. The next image shows a calibrated length measurement of 53.14 mm but this is to the proximal marker and not to the proximal sealing stent. 13. The next image shows the constrained proximal right zsle leg with a calibrated length measurement of 61.56 mm, but again to the proximal marker. The estimated length to the proximal sealing stent is about 76 mm based on the calibrated measurement. 14. The final image shows a total length of the constrained proximal zsle to be about 90 mm based on calibrated measurement. This is a straight-line measurement and not centerline. Impression: 1. An infrarenal aaa was repaired using a tffb-28-82 main body graft and reportedly a zsle-13-90 on the left and a zsle-11-90 and zsle-11-74 on the right. 2. The right zsle-11-90 and the zsle-11-74 were found to be shorter than expected. 3. It cannot be determined from the imaging provided what the accurate length measurements of the zsle legs are as the labeled measurements are based on calibration and cannot be confirmed. 4. The measurements taken by the site are from the distal leg to the proximal marker for both devices, but it should be to the proximal sealing stent. 5. The best length estimate is from the image with a marker catheter, and this estimates the working length of the 2nd zsle to be about 65 mm. This is consistent with the reported zsle-11-74 with some expected foreshortening due to severe calcification and stenosis. 6. The 1st (proximal) zsle has an estimated working length of 76 mm, compared to the 61.56 mm labeled. The calibrated total graft length measurement of 90 mm, if accurate, combined with the working length measurement would suggest the proximal zsle leg is also 74 mm length and not 90 mm as reported. Again, this depends on the accuracy of the calibration for the measurements given. 7. The left zsle-13-90 cannot be assessed as it is not measured or included in the imaging provide. 8. Incidentally, the proximal neck anatomy with reverse tapered dilation is just outside the IFU for the main body device used, though this is unrelated to the complaint. Based on the information provided, expert review of imaging, and the results of the investigation, a definitive root cause for the reported length of the graft appearing incorrect during the procedure could not be established. The image reviewer noted, ¿it cannot be determined from the imaging provided what the accurate length measurements of the zsle legs are as the labeled measurements are based on calibration and cannot be confirmed. The measurements taken by the site are from the distal leg to the proximal marker for both devices, but it should be to the proximal sealing stent. The best length estimate is from the image with a marker catheter, and this estimates the working length of the 2nd zsle to be about 65 mm. This is consistent with the reported zsle-11-74 with some expected foreshortening due to severe calcification and stenosis.¿ the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.